Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the cap from the valve has come loose. Patient had to be operated on again.

Manufacturer narrative:
Correction in h11 internal karl storz complaint ID (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the product was completed on may 21, 2025. The visual inspection of the returned article showed that the sealing screw is missing. According to the available lot code the article was manufactured in april 2009. It is therefore 16 years old. Due to the age of the valve and the assumed number of reprocessing, the adhesive on the screw connection, for example, may have come loose. The event is filed under internal karl storz complaint ID: (B)(4).